Event description:
A single injector syringe break and land on a patient's face nearly 5 seconds after the injection started. While injecting into a power port at 2 milliliters per second and the injector stated the psi was 150+ psi when it exploded. Several plastic pieces were around the patient, no harm.